Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead, that was implanted the day before, was dislodged prior to discharge and was repositioned at an additional surgical intervention. The ra lead remains in service at this point. The dislodgment was identified by a same day pre-discharge check in hospital with the programmer. It was confirmed with x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected all the initial reporter information from the e. Initial reported tab. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead, that was implanted the day before, was dislodged prior to discharge and was repositioned at an additional surgical intervention. The ra lead remains in service at this point. The dislodgment was identified by a same day pre-discharge check in hospital with the programmer. It was confirmed with x-ray. No additional adverse patient effects were reported.